Event description:
It was reported through an implant card that a vns patient underwent generator and lead replacement due to malfunction of the whole system. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.